Event description:
Boston scientific received information that prior to the attempted implant of this lead, the chronic system was fully explanted. This lead was unsuccessfully placed after multiple attempts due to a difficult patient anatomy. The lead was removed and after the successful implant of a new right ventricular lead and pulse generator, a pericardial effusion and cardiac tamponade occurred due to a suspected perforation. No intervention was required and the device and right ventricular lead remain implanted an in service at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.